Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device via a 6f sheath after an unspecified procedure. Reportedly, a cuff miss occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela or clinically significant delay in the procedure. The physician name was provided; however, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.